Event description:
Headaches, gasping for air/breath, cough. Someone contacted me about returning my soclean device. I lost the email and can not return it. Please resend email on returning the device for refund.